Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted global technical services regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during use, patient connected. Home patient (hp) states supply bag fell and disconnected. The technical service representative (tsr) assisted hp to end therapy and advised the hp to finish therapy manually or start over with new disposables. Proper procedures per the user manual were reviewed with the hp. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample. Based on the information gathered during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable after a supply bag fell and disconnected. The lot information was unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).